Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead reported receiving a shock. The patient also reported feeling twitching in their pocket. The patient was seen for a device interrogation. Upon interrogation, two fault codes were noted and low, out of range (oor) shock and pace impedance measurements had also been recorded. Of note, the lead had displayed low, but in range, pace impedance measurements prior to recording the oor measurement. The arrhythmia logbook showed episodes of noise with oversensing for which the patient received inappropriate anti-tachycardia pacing (atp). Boston scientific technical services discussed that based on the events reported, it sounded like the rv lead had an insulation breach and that the patient needed to be seen for a system revision. Subsequently the patient was underwent a device change out procedure where the device and lead were explanted and replaced. Both products were returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the lead was thoroughly inspected and analyzed. The complete lead was returned in two segments. It had been severed approximately 13.3 centimeters (cm) from the is-1 terminal pin. A portion of the rs- coil was exposed and insulation abrasion damage was also noted. Webbing damage was noted on all three lumen approximately 28-29 cm from the is-1 pin and appeared to be initiated by a localized compressive stress on surface of the trilumen insulation. This type of damage most likely caused by entrapment in the clavicle/ first-rib region.

Event description:
--

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes avaialble, this report will be updated.